Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to a suspected lead conductor fracture as it presented a high, out of range impedance and a dramatic/consistent noise. The fracture was not directly visualized on x-ray during the procedure. The lead was confirmed to be the issue (as opposed to the device header) through psa testing. The lead was replaced with a new lead. No additional adverse patient effects were reported. Jcv.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a suspected lead conductor fracture as it presented a high, out of range pacing impedance and a dramatic/consistent noise. The fracture was not directly visualized on x-ray during the procedure. The lead was confirmed to be the issue (as opposed to the device header) through psa testing. The lead was replaced with a new lead. No additional adverse patient effects were reported. Jcv.

Manufacturer narrative:
The b3 and b5 fields were corrected. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.